Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation unspecified oversensing and missing electrogram storage on the implantable cardioverter defibrillator. No changes or interventions were performed. The patient was in stable condition.